Event description:
It was reported that during a laparoscopic spleen procedure the clip applier would not form clips properly. The procedure was completed with a similar device. There was no pt consequence.